Manufacturer narrative:
Continuation of medical devices: a2dr01 ipg implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the leads were ¿put in backwards¿ so they ¿had to redo it.¿ the leads remain in use. No patient complications have been reported as a result of this event.